Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not open after initial use.

Manufacturer narrative:
(B)(4). Date of initial report: 12/20/2016. Date of follow-up report: 02/08/2017. One lf4318 was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The jaws were not locked shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.